Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias is a potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Gi bleed is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Though the clinical study reported that the event was not related to the device, cardiac arrhythmias, are known potential complications associated with all patients implanted with vads and may occur more frequently in patients diagnosed with heart failure. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient presented to the heart failure clinic with complaints of feeling poorly and worsening dyspnea, fatigue, and weakness. The patient also verbalized that he had bloating and increased edema with dark stools. Electrocardiogram (ECG) showed ventricular tachycardia with a rate of 167 beats per minute (bpm). The patient's pacemaker was interrogated revealing that the patient had been in ventricular tachycardia since (B)(6) 2016. Electrophysiology was consulted and cardioversion was performed. The patient was shocked with 200 joules and converted into atrial/ventricular pacing. Amiodarone bolus was administered and the patient was then starting on amiodarone drip. The patient remained hospitalized due to low hematocrit. As the patient has a long history of gastrointestinal (gi) bleeding, the site wanted to continue to monitor hematocrit level. The patient's hematocrit normalized with signs of gi bleeding, and the patient was discharged home in stable condition. The event was reported to have resolved on (B)(6) 2016. The primary investigator deemed the event as related to the patient's condition and unrelated to the lvad device. No further information was provided